Event description:
The following is based on medical records provided by the patient's attorney: on (B)(6) 2006 - patient underwent repair of incarcerated, recurrent abdominal wall hernias with implant of composix mesh. Within the hernia sac, there was incarcerated cecum and terminal ileum, and incarcerated small bowel with evidence of near complete obstruction, but no evidence of ischemia or necrosis. When small bowel was reduced, cloudy fluid within the hernia sac was noted. The incarcerated cecum and terminal ileum were also reduced, and cloudy fluid noted, but no evidence of purulent drainage. On (B)(6) 2006 - needle aspiration was performed, removing 120 ml of seropurulent fluid. On (B)(6) 2006 - patient underwent incision and drainage of an abdominal wall abscess with necrotic debris. Purulent drainage was evacuated with suctioning. A small portion of the composix mesh was noted to be exposed. On (B)(6) 2006 - patient underwent explant of infected composix mesh. Necrotic abdominal was debrided. The mesh was noted to have overlying purulent drainage. A non-bard mesh was implanted.

Manufacturer narrative:
The device associated with this event was originally reported to davol as a recalled composix kugel mesh; therefore, davol originally reported this event to the FDA in accordance with rae (B)(4). Subsequently, davol has received additional event information indicating that the associated event device is not a recalled composix kugel mesh; therefore, we are submitting this MDR based on the additional information received. Based on the information provided, no definitive conclusions can be made. The patient has multiple co-morbidities including smoking, obesity and history of recurrent hernia. The information provided indicates that the patient developed and was treated for abscess and infection, which are known adverse events listed in the IFU. It appears that the composix mesh was implanted in a contaminated environment, given the large incarceration with nearly complete small bowel obstruction and the presence of some cloudy fluid within the hernia sac itself. There is no indication of defective mesh, and no product has been returned for evaluation. If any additional information is obtained, a follow-up MDR will be submitted.